Manufacturer narrative:
H6: investigation summary six samples of material number 2203e-0006 were submitted for quality investigation. The customer complaint of package seal integrity poor / questionable was verified by visual inspection. Each of the samples received were received with the product already out of the packaging they came from. Evaluation of each of samples of the packaging showed holes in the clear packaging pouch. These holes are 0.12 mm up to 0.77 mm in length. Examination of the product shows no visible sign of damage. Further evaluation of the product reveal that the product is rather flexible and the plastic body does can move with minimal force. If portions of the plastic body are moved, it can expose sharp edges of the plastic body that can pierce through the plastic packaging. Seal integrity of the packaging could not be evaluated due to the product already being removed from the packaging. A device history record review for model 2203e-0006 lot number 22075502 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure seen in this complaint is the packaging of the product. The clear packaging of the product is thin and allows for the sharp ends of the product to puncture through it. A corrective action was implemented to address this issue for future production of this product. H3 other text : see h10.

Event description:
It was reported that 6 of the bd vial access device, (needle free) failed package integrity. The following information was provided by the initial reporter: last night merck informed us of new failures on 2203e-0006 ce mark vial adapters (6/59 failed package integrity).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 of the bd vial access device, (needle free) failed package integrity. The following information was provided by the initial reporter: last night merck informed us of new failures on 2203e-0006 ce mark vial adapters (6/59 failed package integrity).